Event description:
On december 16, 2007, the lay-user/pt contacted lifescan alleging that a one touch ultra meter was powering off during use. The pt indicated that, the alleged meter issue started in 2007, at 9:00 am. The pt did not take any actions related to diabetes treatment as a result of the alleged meter issue. On an unspecified date/time after the alleged meter issue began, the pt developed symptoms of "[going to the] bathroom a lot, " which may indicate frequent urination. The pt denied receiving medical intervention and was not tested on another device during the time of concern. It would have been helpful to know the following info. The pt's testing frequency, his medication and diabetes management regimens, and if the pt made any changes to the regimens because of the alleged meter issue. In addition, it would have been helpful to know what date/time the pt's symptoms started, if the pt had ever replaced the meter's battery, what the pt's last successful blood glucose reading was from the meter, and when the result was obtained. It is not known if the pt had ever replaced the meter's battery according to the owner's manual. The pt did not have a battery to troubleshoot the alleged meter issue. While speaking to the customer care advocate (cca), the meter powered off before the automatic shutoff time period. The meter was replaced. This complaint is being reported due to the following conclusion: the pt reported that he developed symptoms suggestive of hyperglycemia after the alleged meter issue started. It is not clear, however, what duration the pt was unable to test his blood glucose for.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.